Manufacturer narrative:
Visual inspection of the driver revealed broken housings, a fractured fan cover, and a fractured display cover. The driver's alarm history was reviewed and revealed one new alarm, a 36 fault code. This alarm can produced during an onboard battery exchange or as a result of impact shock suffered by the driver while operating and causing power communication errors. This alarm is most likely the alarm reported by the customer. The driver in "as received" condition passed all sections of functional testing. Additionally, an onboard battery exchange test was performed and the driver did not exhibit any alarms. An extended observation run was performed in an attempt to observe the customer-reported air leaking sound. During the extended observation run, the driver functioned as intended and no air leaking sounds could be heard. During investigation testing, the driver functioned as intended and there was no evidence of a device malfunction. The root cause of the customer-reported issue could not be conclusively determined. It is possible the alarm occurred because the driver experienced an impact shock, as evidenced by the damage observed during visual inspection, causing power communication errors. The reported air-leaking sound could not be confirmed. This issue will continue to be monitored and trended as part of the customer experience process. Syncardia has completed its evaluation of this complaint and is closing this file. (B)(4) follow-up report 1.

Manufacturer narrative:
This alleged failure mode poses low risk to the patient because the reported issue did not prevent the driver from performing its life sustaining functions. The freedom driver will be returned to syncardia for evaluation. The results of the investigation will be provided in a follow-up MDR. (B)(4).

Event description:
The customer, a syncardia certified hospital, reported that the freedom driver exhibited a fault alarm and an "air leaking" sound while supporting a patient. There was no reported adverse patient impact. The customer also reported that the patient was subsequently switched to a backup freedom driver.